Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of misaligned roll gear to be related to the customer reported complaint. The instrument was found to have the roll gear misaligned causing it to collide with another gear. This caused the gears to skip when rotating the main tube. As a result, the instrument failed to engage and would not operate properly. There was damage found to the gears. The instrument was found to have failed the engagement during in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument inputs failed to engage with the in-house system's sterile adapter on three of three attempts, preventing the instrument from entering into following. Error code 22020 was displayed, with parameters indicating that the roll hard stop verification check failed. As a result, the instrument could not operate properly. System logs were unable to confirm any failures. The complaint was confirmed by failure analysis. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.